Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction, h2 type of follow up: - correction, h6 ¿ correction, h10: corrected data.

Event description:
It was reported that a detached or missing sensor wire occurred.

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).